Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000314, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. It was reported that the keyboard was not replaced. Rather, the keyboard that had been ordered was returned. The local representative (fse) was not able to do any real troubleshooting, since when he arrived on site the system was being used in a case. He noted that he was told that everything was working. Device evaluated by MFR: a medtronic representative visited the site to evaluate the equipment. When the rep first called the site, he was told the keyboard had several bad keys. The rep ordered a new keyboard. The rep called the site "this morning," and was told the system would be available at 11:00. Arrived onsite, and the system was still in a room, with a patient on the table. The x-ray tech said that there was not actually a problem with the keyboard, so the part would be returned unused. The rep was escorted into the room, images from the case they were doing "today," were saved with no issues. The rep pulled logs from the event in question to review, and sent them to be reviewed. Codes (B)(4) are applicable. The keyboard was returned unused. No failures were found. Codes (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system showed a 2d image and then they went to move to the 3d image there was nothing there, but it displayed that the spin was taken. This was discovered while the techs were testing the system. There was no patient involved. Additional information was received. It was reported that no troubleshooting was done, as the system was being used in a procedure when the local representative (fse) arrived. The fse was told that everything was working.